Event description:
During a laparoscopic cholecystectomy procedure, the product misfired, the clip was malformed and lodged in the jaws of the device which tore the cystic artery. The case was completed by using a competitors product. No suturing required, but additional clips were placed.